Event description:
An alarm was reported by the customer, specifically alarm 2 followed by alarm 26, indicating an occlusion issue.the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Technical support instructed them on several steps to address the issue, including disconnecting tubing and bolusing, but occlusion alarms continued to occur. Due to a lack of supplies, troubleshooting could not proceed, and technical support arranged to send replacement cartridges, advising the customer to rely on mdi until further troubleshooting steps were completed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.